Event description:
The tablet was received on 08/07/2015, and is reported under MFR. Report # 1644487-2015-05472.

Manufacturer narrative:
Suspect device UDI: (B)(4).

Event description:
It was reported that the physician's tablet was giving a "failure to open port" error message when attempting to interrogate a known working generator. The usb cable was disconnected and reconnected 15 seconds later; however, this did not resolve the issue. A known working usb cable was used which resolved the issue. The physician was provided a new usb cable. The faulty usb cable is expected to be returned for analysis, but has not been received to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
The usb cable was received on 06/25/2015. Analysis of the returned usb cable was completed on 07/14/2015. The alleged issue of adapter cord failure was confirmed. The cause for the reported allegation is associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified. It was reported that replacing the usb cable did not resolve the issue, the tablet is expected to be returned for analysis, but has not been received to date.